Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s908usqs9gzb4 hardware: sm-s908u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced low blood glucose levels. Blood glucose level was reported to have dropped to 54 mg/dl. The patient reported receiving too much insulin and therefore temporarily stopped pod use, until her appointment with her endocrinologist the following week. No additional detail was provided.